Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material exiting the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
"This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: e1 were inadvertently reported in the initial MDR in another language (japanese) should remain in blank and the country should be japan. Also, g2 added other "japan". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, therefore, the cause of the material remaining in the device could not be determined. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. However, with the information provided, it was unclear whether any deviations from the instructions for use (IFU) were identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual cf-xz1200l/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual cf-xz1200l/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device.